Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx experienced an inner shield/outer cover/cap that would not attach/detach. The following information was provided by the initial reporter: this patient is using novo flextouch. After switching from 320136 to 320559, the patient has difficulty screwing to attach the pen needle to the pen. The patient is suspecting that the needle doesn¿t fit the pen properly.

Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and four photos were returned from lot. No.0028927, cat. No. 320559. Functionality testing was carried out on the returned samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm pro 14 bag 700 case jpx experienced an inner shield/outer cover/cap that would not attach/detach. The following information was provided by the initial reporter: this patient is using novo flextouch. After switching from 320136 to 320559, the patient has difficulty screwing to attach the pen needle to the pen. The patient is suspecting that the needle doesn¿t fit the pen properly.